Event description:
It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Customer consumed carbohydrates to address bg. Log review was performed by tandem clinical support and the pump is functioning as intended.